Event description:
A malfunction with code malf 16 was reported. The impact on the customer's blood glucose level was unknown as the customer declined to answer if it exceeded 500 mg/dl. Technical support provided information and assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.